Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer removed the o-ring and successfully loaded a new cartridge to address the events. Blood glucose level was 150 mg/dl.